Manufacturer narrative:
Per additional information from the ge field engineer, there was no overdelivery of pressure. Per additional information from the ge field engineer, there was no overdelivery of pressure.

Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the pressure relief valve. This could cause an over delivery of air pressure. There was no report of patient involvement.